Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). Medical conditions: arthritis, depression, gastrointestinal, joint disease, neurological, psychological and allergy to keflex and erythromycin. Treated with narcotics, non-narcotics, and injections. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
It was reported that event was not device related. Possibly due to the surgery.

Event description:
It was reported on a chronos strip study patient implanted on (B)(6) 2011: patient returned to the study site on (B)(6) 2013 for a follow-up appointment, complaining of weakness left lower leg for approximately one month. Per pi, patient presents with left attendant l3 radiculopathy. Patient recommended to schedule a lumbar MRI and emg studies. No other treatment action was required at this time. The patient had been previously experiencing buttocks, back and right and left leg pain for greater than a year and was subsequently implanted on (B)(6) 2011 with chronos 1 strip, 15cc bma, 15cc local bone and expedium (depuy)posterior instrumentation at l4-s1. The investigator reported that the event was anticipated and the severity of the event to be mild: no limitation of usual activities. This is 1 of 1 report for complaint (B)(4).